Manufacturer narrative:
(B)(4). Product analysis: the product remains implanted; therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, a stroke caused by thrombus located in the right middle cerebral artery (rmca) occurred. Per the physician, the cause of the thromboembolism was of unknown etiology and the valve did not cause the stroke. Intervention in the form of percutaneous thrombectomy by interventional radiology was then performed three times. Left upper extremity (lue) hemiparesis and dysphagia resulted. No further adverse patient effects were reported.